Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the hex screwdriver broke off when screwing the glenosphere. A piece of the tip got stuck in the glenosphere and could not be removed. Lege artis was used to complete the procedure.

Manufacturer narrative:
Corrected field: d9 (product available to stryker). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. It states that: instruments which have experienced excessive use or excessive force are susceptible to breakage. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the hex screwdriver broke off when screwing the glenosphere. A piece of the tip got stuck in the glenosphere and could not be removed. Lege artis was used to complete the procedure.